Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.5 in diameter ruptured right common iliac artery aneurysm. There was no abdominal aortic aneurysm, however a bifurcated stent graft and two iliac extensions were implanted to treat the ruptured right common iliac artery aneurysm. The aortic bifurcation was very narrow, 17 mm in diameter and calcified. The stent graft was compressed, the physician elected to implant bilateral iliac stents from another manufacturer's 9mm x 28mm in the left iliac limb and a 10mm x 28 mm in the right iliac limb. The limbs were opened successfully. The physician stated that the cause of the event was related to the patient's anatomy of calcified and small in diameter distal aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.